Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to confirm this malfunction. Root cause description: no root cause can be determined as no samples were received.

Event description:
It was reported that bd 10ml syringe luer-lok¿ tip leaked. No serious injury, medical intervention or exposure were reported.